Event description:
No new information.

Manufacturer narrative:
1. Complaint description: safety shield activation failure. 2. DHR: the complained products is 24g, assembled in suzhou plant, packaged and sterilized in tuas plant, singapore; the assembly batch number of this batch products is 2172632; assembled on 2022/07,this batch of products has (B)(4) pieces in total; inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products. 3. Take the retained sample of this batch for tip shield system drag force and safety activation test, and no abnormality was found. Test report refer to attachment 1. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, due to the lack of samples or photos returned by the customer, the specific defect status cannot be confirmed, therefore the root cause of the complaint cannot be confirmed. The factory will continue to monitor the trend of the defect complaint.

Event description:
It was reported while using bd pegasus¿ safety closed IV catheter system the safety mechanism broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: during venipentesis at 9:00 am, bd closed type of anti-needle puncture venous indwelling needle was used, and the protective cover of the needle tip failed. After the bed nurse explained to the patient, the indwelling needle was replaced and the puncture was re-performed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.